Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most probable cause could be attributed to the operator's technique. The instruction manual for use provides warning and caution statements in an effort to prevent tip damage. ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding."

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the tip of the sheath broke off while the doctor was pulling out the device from the patient¿s urethra. The broken piece was found inside the drainage bag. The procedure was completed with another device. No patient injury reported.